Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4): product ID d284trk implanted: 2010-(B)(6); product ID 5076-52, implanted: 2010-(B)(6); product ID 694765, implanted: 2010-(B)(6). (B)(4).

Event description:
It was reported a patient in the clinical service study was hospitalized due to a pocket infection. The lead was extracted at another hospital. The physician had no complaint with the product. The lead will not be returned to the manufacturer. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.